Event description:
It was reported that while using the bd insulin syringe u-100 slip tip with bd precisionglide¿ needle, the needle was loose and separated from the hub, causing leakage. The following information was provided by the initial reporter: "I take a medication using syringes (ref (B)(4) ) from bd. I received a few of these syringes which had a loose needle, where the needle would come off with the cap when I tried opening it. I lost a dose of medication due to this issue as the needle came off while injecting the medicine."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using the bd insulin syringe u-100 slip tip with bd precisionglide¿ needle, the needle was loose and separated from the hub, causing leakage. The following information was provided by the initial reporter: "I take a medication using syringes (ref 329622) from bd. I received a few of these syringes which had a loose needle, where the needle would come off with the cap when I tried opening it. I lost a dose of medication due to this issue as the needle came off while injecting the medicine."